Event description:
The pt's fiance found the pt unresponsive at 8:00 am. The pt's fiance used the suspect device to check the pt blood glucose level. The pt's fiance obtained a result of 194mg/dl. The pt's fiance thought this was high and the pt was in hypoglycemic shock. The pt's fiance gave the pt honey and called 911. Paramedics arrived and they tested the pt blood glucose on the paramedic's meter and the result was 76mg/dl. The pt's fiance was given a glucose IV and transported to the hosp. At the hosp the pt blood glucose was 84 mg/dl. The night before this incident occurred at 11:30pm the pt used the suspect device and obtained a reading of 23mg/dl. The pt's fiance then performed a retest on the suspect device and obtained a result of 53mg/dl at 11:50pm. The pt ate a lot of food and took 3 less units of insulin for the pt normal meds before going to bed.